Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two patients were receiving continuous renal replacement therapy (crrt) treatment using prismaflex st150 sets. Both patients became hypotensive and required reinitiation of vasopressors after extracorporeal (ec) blood return. Patient outcome and action taken with therapy were not reported. No additional information is available.